Event description:
It was reported to gore a 25mm gore® cardioform septal occluder was implanted on (B)(6) 2021 to treat a small shunt (2mm) with aneurysmatic septum that on transthoracic echocardiogram looked like an atrial septal defect, but on intracardiac echocardiography was a patent foramen ovale. On (B)(6) 2021 the patient was treated in the emergency department for atrial fibrillation and was treated with amiodarone and released the same day. On (B)(6) 2022 the patient was hospitalized due to atrial fibrillation, with reference to heart failure. Further diagnosis and imaging are pending. A holter monitor was applied.

Manufacturer narrative:
B3: added additional event description. H6: updated investigation findings code. Updated investigation conclusions codes. Added component code. The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia requiring treatment.

Event description:
It was reported to gore a 25mm gore® cardioform septal occluder was implanted on (B)(6) 2021 to treat a small shunt (2mm) with aneurysmatic septum that on transthoracic echocardiogram looked like an atrial septal defect, but on intracardiac echocardiography was a patent foramen ovale. On (B)(6) 2021 the patient was treated in the emergency department for atrial fibrillation and was treated with amiodarone and released the same day. On (B)(6) 2022 the patient was hospitalized due to atrial fibrillation, with reference to heart failure. Further diagnosis and imaging are pending. A holter monitor was applied. Prior to the implant procedure there was only one reported occasion where the patient felt heart palpitations. Atrial fibrillation was not confirmed anytime before the procedure. The following information was received from the physician: the physician reported the heart failure was not related to the device and the atrial fibrillation was controlled with medicine. Recent control study shows no significant deviations, and a 10 day follow up was performed with no problems.